Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 226 mg/dl and a bolus was delivered to address the bg level. The customer had also adjusted the pump basal rate. The cause of the 226 mg/dl was not known. During troubleshooting, air bubbles were observed in the tubing. The customer removed the from the tubing. The next day the bg level was 32 mg/dl due to delivering too much insulin via the pump bolus. Pedialyte was consumed to address the low bg. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.